Event description:
Same as MFR #6000093-2005-00110. It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon developed a pinhole. The lesion being treated was non-calcified, 80% stenotic lesion in a non-tortuous saphenous vein graft (svg). It is noted that this is an off label use. The physician used a choice pt wire es j 300 cm to reach the svg. A 3.0x10 mm cutting balloon was inflated several times. As the physician retracted the cutting balloon, resistance was felt and an antherotome became detached from the balloon catheter. The physician decided to leave the atherotome on the pt. The physician then removed the guidewire and cutting balloon together. Upon removal of the guidewire and cutting balloon, the physician felt that the cutting balloon was stuck on the guidewire. A 3.0 x 20 mm maverick balloon was inserted and inflated to 18 atms; however, the balloon developed a pinhole. The maverick balloon was removed from the pt's body intact. The physician then went in and successfully deployed a taxus express2 3.50 x 20 mm drug eluting stent; however, the stent delivery balloon developed a pinhole during deployment. The stent delivery balloon was removed from the pt's body intact. A second taxus express2 3.50 x 24 mm drug eluting stent was successfully deployed to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine".